Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It was reported that the patient underwent a revision procedure due to pain and bone erosion. Operative review reports considerable time was spent dislocating the humeral head. It had eroded so far supro-posteriorly that it was impossible to achieve. An osteotomy of the head under the prosthesis in situ was performed, which eventually achieved the removal of the head. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. Review of the available records identified initial surgery with no known complications. Revision due to painful right shoulder. Considerable scar tissue. Considerable time spent trying to dislocate the humeral head. Supra-posterior erosion made it impossible. An osteotomy was performed under the copeland prosthesis in-situ. But it was still difficult to achieve. Clavicle osteotomy was performed to improve access. Eventually the humeral head was released enough to access the osteotomised face of the proximal head. This was then prepped for the new prosthesis. The glenoid was noted to be retroverted. This was corrected by reaming antevertaly. Osteophytes removed and prosthesis placed with good fixation. The wound was thoroughly irrigated and closed in layers. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported that the patient underwent a revision procedure approximately 13 years post-implantation due to unknown reasons. No further information is available at this time.